Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, pump was found to be displaying "cassette not attached properly" issue alarm message during the investigation. The error was found also in the event history log of the device. A faulty downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm with error code and kept reading out the cassette is not attached properly when it is. It was noted that after evaluation, it was deemed defective due to cassette not attached error. It was also reported that the downstream occlusion sensor was not able to be calibrated. No adverse effects were reported.